Event description:
In 2008, this pt was implanted with gore excluder aaa endoprostheses. Final angio showed no aneurysmal occlusion. The presence of type 2 endoleaks from lumbars and a proximal type I endoleak were noted in final angio. At this point, the physician ended the procedure. A CT on the next day, revealed complete proximal invagination and filling of aneurysmal sac from the proximal end of the device. The devices were successfully explanted on three weeks prior to original date, and pt was converted to surgical repair. The devices and images have been returned to gore for eval. No further complications have been reported.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Device also involved in this event.